Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's current pump had to be anchored down and catheter broke. A section of the catheter was not able to be recovered. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.